Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing its charge-pak and attention icons and also no longer had any voice prompts when the on/off button was pressed and the device lid was opened. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control has attempted to retrieve the device for evaluation but has been unsuccessful in receiving the device.  The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be an electrically leaky diode, designator cr20 from the analog pcb assembly. The leaky diode caused an internal hlc battery, designator bt3 to deplete, which led to the reported power issue.